Manufacturer narrative:
The system was not tested. However, a review of recent review of the preventive maintenance performed, which met specifications at that time. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by qa to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. Based on the information obtained, the root cause of the reported event is inconclusive. There were no adverse trends. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that surgical operating console presented with no water flow from the handpiece during sculpting phase. The footswitch, cassette and handpiece were exchanged with no resolution to the issue. The surgery was completed by using an alternate console with no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).